Event description:
It was learned via the patient registry that a patient with a 27mm 6900ptfx pericardial valve in the aortic position underwent a redo aortic valve replacement procedure after an implant duration of three (3) years, five (5) months due to endocarditis. The explanted valve was replaced with a 29mm 11060a valved conduit. There was no allegation of device malfunction against the subject device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 27mm 6900ptfx pericardial valve in the aortic position underwent a redo aortic valve replacement procedure after an implant duration of three (3) years, five (5) months due to unknown reasons. The explanted valve was replaced with a 29mm 11060a valved conduit.